Event description:
Additional information was received that the patient underwent a non-invasive program stimulation, IV amiodarone, and an increased oral amiodarone dosage. The patient had a history of ventricular tachycardia (vt) prior to left ventricular assist device (lvad) implant. The arrhythmia in this event was not thought to be device or therapy related. The arrhythmia resolved during the patient's admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) could not be conclusively determined through this investigation. Review of the submitted log files revealed that the device was operating as expected. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.